Manufacturer narrative:
Internal investigation was conducted. The organism submitted by the customer was sub-cultured, and testing was performed using vitek® 2 yst ID cards from one (1) of the customer lots and from four (4) random lots. In addition, api® 20c aux and vitek® ms testing were performed. For all five (5) cards tested, an identification of candida famata was obtained. For api® 20c aux and vitek® ms, an identification of candida guilliermondii was obtained. A comparison of yst ID card growth well data against the expected reactions for candida guilliermondii revealed two (2) atypical negative (low growth) reactions (gena, drafa) leading to the candida guilliermondii identification. The overall investigation concluded that the patient isolate is an atypical strain for the vitek® 2 system rapid ast testing method, which is colorimetric and measures organism growth behavior (growth over time). Vitek® ms (genetic measurement technique) and api® 20c (human interaction assessing total growth) are more conducive to testing certain slower-growth organisms.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification on the vitek 2 yeast (yst) identification (ID) test kit (ref 21343). Candida guilliermondii was misidentified as candida famata, or identified as low discrimination with candida guilliermondii / candida famata. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal was requested by biomerieux for internal investigation. Biomerieux investigation will be initiated.